Event description:
The pt received her scs system on (B)(6) 2008. It was reported the pt did not have stimulation, and the charger was not locating the ipg. A new charger was sent to the pt. Attempts to determine if the new charger has resolved the issue have been unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.